Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was malformed. Another device was used to finish the procedure. No pt consequences were reported.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.